Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10atms when inflated for about 30 seconds on the second inflation during post dilation. The device was removed intact. The lesion being treated was located in the moderately tortuous, moderately calcified and 99% stenotic left anterior descending artery (lad). The procedure was successfully completed with another maverick2 balloon. Patient status is listed as "good".